Manufacturer narrative:
A product evaluation on 11/17/2014 found the transformer housing to be breached, which is a safety issue. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was unsafe and was not plugged in, therefore the voltage was not measured. Resistance across the dc plug was measured as 0.780 m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
During a product evaluation, the customer's pump in style power adapter was found to have a breach in the transformer housing, which is a safety issue.